Event description:
In preparation for a procedure, the user selected a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic. It was reported [that the] user detected the balloon leaking issue during dilation, then changed to another same device to complete the procedure. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory investigation of the product said to be involved confirmed the report. A visual examination of the device revealed that the balloon material had ruptured in the middle area of the balloon material. A functional test could not be conducted due to the ruptured balloon. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device found the balloon material had ruptured. In the report it states that the balloon was inflated with a qbid-1 inflation device. The IFU states: "attach the balloon to a 60cc inflation device with gauge to monitor balloon pressure." The qbid-1 is not a 60cc inflation device, it is a 20cc inflation device. This is the most likely cause of this report. Prior to distribution, all hercules 3 stage wire guided balloon esophageal-pyloric-colonic are subjected to a visual examination and leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the balloon was inflated with a qbid-1 inflation device, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.